Event description:
It was reported to philips that the system did not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer inspected the system onsite and confirmed the issue. Upon troubleshooting, fse found the suite pc had issues turning on. On another follow up, fse found that the power supply of the suite pc failed. To resolve the problem, fse replaced the suite pc suite and ssd followed by software re-loading. After replacing suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.